Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate it/them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch basic meter would not power on. The pt tests her blood glucose twice a day. She tests after breakfast and at night. She takes glucotrol in the morning and januvia in the evening. The pt indicated that the alleged meter issue started on a week earlier, in the morning. On an unk date/time after the reported issue began, the pt developed symptoms of having blurred vision. The pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. She did not modify her diabetes mgmt regimen after the meter issue started. The pt denied seeking or receiving medical intervention during the time of concern and was not tested on another device. The reported meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with hyperglycemia after the reported meter issue began.